Event description:
It was reported that during an implant procedure, the right ventricular lead dislodged while the sheath was being slit. The sheath was replaced, and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.